Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the pulse generator exhibited an error message. The device was rebooted and device resumed normal functions. The patient was asymptomatic throughout event.